Event description:
This is a (B)(6)-year old male that had his gastric tube changed in the clinic on (B)(6) 2016. He presented to the ER on (B)(6) 2016 for a dislodged gastric tube. The balloon was noted to be ruptured. The gastric tube was replaced and the pt discharged. The pt returned to the ER on (B)(6) 2016 with complaints of pain around gastric tube site. Pt was found to have infection at the site. The site was cleaned out and the pt was started on antibiotics. Pt returned to the ER on (B)(6) 2016 with a dislodged gastric tube. The balloon was found to be deflated and one side of the balloon is missing (physician states "it looks like it has been eaten away"). The gastric tube was replaced and the pt was discharged. On (B)(6) 2016, pt underwent removal of replacement gastric tube and percutaneous endoscopic gastrostomy tube relocation.